Event description:
It was reported while using bd¿ needle 1 in. Single use, sterile, 18 g the hub was damaged and the needle detached. There was no report of patient impact. The following information was provided by the initial reporter: customer reported I just had another incident with a the ref 305195, the plastic on the luer lock broke off so the needle also detached.

Manufacturer narrative:
Investigation summary: it was reported the plastic on the luer lock broke and the needle detached. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show the bottom part of a needle hub connected to a large syringe. The top part of the needle hub has the needle and is broken off. The second photo shows the packaging blister top web. No other information could be obtained from the photo. A device history record review was completed for provided material number 305195, lot 1335564. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.